Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to cut consistently across the entire length of the blade. Engineering observed that there was a gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the event unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit.

Event description:
Procedure performed: liver resection. Two complaints have been made from this complaint submission. Limited information is available at this time. The rep was not present in the case. The rep was informed that during a case the surgical team used applied medical scissors but they would not cut. A second pair of applied medical scissors was used which also did not cut. Additional information received on 08feb2021 via email from applied medical account manager I. Product will be returning. Additional information received on 09feb2021 via email from applied medical account manager I. The first scissor didn¿t work immediately. Nor did the second scissor. They grabbed a third pair with a different lot number and that one worked. Patient wasn¿t injured. Lot number is 1399732. Procedure was a liver resection. Additional information received on 09feb2021 via phone from applied medical account manager I. The product was purchased from applied medical by the [name] before being provided to [name]. The provided lot traces to account number (B)(4). Additional information received on 12feb2021 via email from [name]: since there were two scissors from this same lot that had issues with cutting, the facility has quarantined the remaining sterile product from the same lot number. The facility quarantined 1 bx and 35ea of sterile product and it is available for return. Sterile product will be returned under complaint #(B)(4). Additional information received on 16mar2021 via email from [name]: the facility is returning 17 sterile boxes of product. Additional information received on 16apr2021 via email from [name]: two of the sterile units returned as part of this complaint failed scissor cut testing performed 07apr2021. Complaints #(B)(4) have been created to document the scissors that failed testing. Additional information received on 21apr2021 via email from [name]: the facility has returned their sterile units. In total they returned 19 boxes and 13 each of cb030 with lot# 1399732, and 3 each of cb030 with lot# 1401095. Additional information received on 16apr2021 via email from [name]: additional sterile product was returned as part of complaint #(B)(4). Per applied medical engineer ii, the sterile products were tested. Seven units failed scissor cut testing. Six of the units were found during testing performed on 27apr2021 and one was found during testing performed on 28apr2021. Complaints #(B)(4) have been created for these additional units that failed testing. Patient status: patient wasn¿t injured. Intervention: used a second scissor of the same lot number. When that scissor did not work, used a third scissor of a different lot number to complete the case.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: liver resection. Two complaints have been made from this complaint submission: complaint #(B)(4) (first device used). Complaint #(B)(4) (second device used). Limited information is available at this time. The rep was not present in the case. The rep was informed that during a case the surgical team used applied medical scissors but they would not cut. A second pair of applied medical scissors was used which also did not cut. Additional information received on 08feb2021 via email from applied medical account manager I: product will be returning. Additional information received on 09feb2021 via email from applied medical account manager I: "the first scissor didn¿t work immediately. Nor did the second scissor. They grabbed a third pair with a different lot number and that one worked. Patient wasn¿t injured. " lot number is 1399732. Procedure was a liver resection. Additional information received on 09feb2021 via phone from applied medical account manager I: the product was purchased from applied medical by the [name] before being provided to [name]. The provided lot traces to account number (B)(4). Intervention: used a second scissor of the same lot number. When that scissor did not work, used a third scissor of a different lot number to complete the case. Patient status: "patient wasn¿t injured."